Event description:
Customer reports: operator enables injector with the air check button. Operator taps the forward arrow button on the saline side to expel some saline. Then the saline syringe starts injecting by itself at maximum speed. The main console screen still had start at the top right. The operator never started the injector. When the saline side completely injected, the blue light on the head continued to flash and the console locked up.

Manufacturer narrative:
Liebel flarsheim manufacturing report: factory service and r and d engineering could not reproduce event, and found the unit works as designed.